Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had stopped producing the x-rays. Review of the system log file showed an error which was occurred in memory 6&5 of the front ippc. As a part of troubleshooting process, fse found that one of the six memories built into the front-facing image processing pc was not functioning properly due which, the x-ray imaging was not possible. Fse had plugged in and unplugged the memory (moved the slot in different steps) and restarted. After the operational repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.

Event description:
It was reported to philips that during an examination, the allura device stopped producing x-rays. A restart was conducted which did not resolve the issue. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and adjusted the memory cards. The device was returned to expected functionality.